Manufacturer narrative:
The incorrect ins serial number was submitted. Information has been corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp clarified that there was no cause to the issue indicated. No further complications are anticipated.

Manufacturer narrative:
Implanted date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there were high impedances discovered during a device interrogation on (B)(6) 2017. The etiology was noted to be related to the device/therapy and unlikely related to the implant procedure; the implantable neurostimulator (ins) was noted. It was stated that there were no actions/interventions taken to resolve the event, but it was considered resolved without sequelae on (B)(6) 2017. No symptoms were reported. Follow-up is being conducted to obtain clarification regarding a discrepancy in dates as it was stated that the ins was implanted on (B)(6) 2015, however, records indicate the device was manufactured on (B)(6) 2016.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient involved in a clinical study. It was reported that all impedances were not in range. It is unknown what the event status is or what actions were taken. No further complications are anticipated.